Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) inspected the system remotely and confirmed that the fluoro pedal does not work. Upon troubleshooting, rse suggested to see if pedal was bent and test functionality on the ground, replace if necessary. The philips field service engineer fse inspected the system onsite and found that the footswitch was bend. The defective parts were returned for analysis, for foot switch the malfunction can be confirmed, and the cause was "broken part". However, to resolve the issue fse replaced the footswitch. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wired footswitch pedal is bent and is unable to provide fluoroscopy. There was no reported patient or user harm. The field service engineer inspected the system onsite, and after the wired footswitch was replaced, the system was returned to use in good working order.